Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformance's related to the reported event were noted. The getinge service territory manager (stm) replaced the fiber optic sensor extension cable assembly. The stm completed the installation and performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The full name of the initial reporter named is (B)(6). He is a getinge employee with different contact details from that of the event site which are as follows: (B)(6).

Event description:
It was reported that during initial installation of a cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm) the fiber optic connection was broken. The stm is unsure if the connector was damaged during installation or if it was already damaged. There was no patient involvement, thus no adverse event was reported.